Manufacturer narrative:
Concomitant medical products: 429888 lead. Implanted: (B)(6) 2014. 694765 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing during atrial tachycardia/atrial fibrillation (at/af), causing the device to frequently mode switch and under-report on the at/af, along with pacing into the af and triggering ventricular safety pacing (vsp). The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.